Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose the day of the call. The customer stated that blood glucose was 238 mg/dl when she woke up at 5.30am, 474 mg/dl at 7.45am and 578 mg/dl by 1pm. The customer treated with the insulin pump and manual injection. The customer mentioned that when she changed the set the night before, a lot of insulin came out during manual prime. The insulin pump showed over 90 unites of insulin, but the reservoir was empty. Troubleshooting was performed. No issues with the set, site or insulin where found. The settings and history were correct. The insulin pump passed the displacement and high pressure tests and the cannula was straight. It was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. Blood glucose reading at the end of the call was 307 mg/dl. The insulin pump will not be returned for analysis.